Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No additional information was provided.

Event description:
It was reported that the device had a battery issue. No additional information was provided.

Manufacturer narrative:
Correction: upon clinical review, revised the file from reportable malfunction to non-reportable as there is no report that the device failed to alarm and/or turned off without warning.

Event description:
It was reported that the device had a battery issue. No additional information was provided.